Event description:
A fractured catheter was reported. Approximately, 26.5 cm of the catheter was free floating in the cerebrospinal fluid. The patient's status was indicated as "fine". Calculations of revised catheter were confirmed. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).